Event description:
Pt sent an email letter to report multiple eye "infections" while wearing acuvue 2 brand contact lenses. It is not known if the pt sought medical care. The pt is using "eye drops." Multiple attempts to contact the pt have been unsuccessful. This is being reported due to consideration of the term "infection" may be a serious injury.